Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1098 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that there was extravasation with a PICC due to an internal fracture in the line approx. 3cm internally to exit site. No other information was provided.